Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (ra) lead exhibited noise and high impedance due to a fractured lead body and insulation. Additional information indicated that the cause for lead fracture was a clavicular crush. The physician had trouble removing the lead, hence this ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (ra) lead exhibited noise and high impedance due to a fractured lead body and insulation. Additional information indicated that the cause for lead fracture was a clavicular crush. The physician had trouble removing the lead, hence this ra lead was surgically abadoned. No additional adverse patient effects were reported.